Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site. A problem with the air source was suspected, but it was not possible to reproduce the reported problem. All tests performed passed the test and the ventilator was returned for clinical use. The root cause to the reported issue could not be established by this investigation.